Event description:
It was reported that "with the first 10 mm cable (6704-410) in place, the ends of the cable would not pass through the cylinders on either of the double-sided tensioners. The tensioner cylinders would not completely seat on the lower body of the tensioners. The enclosed piece of metal came out of one of the cylinders in trying to clear the apparent blockage in the cylinders." The surgeon then proceeded to use the single- sided tensioner, which did not allow the cable to pass through. It was reported that the 2nd single sided-tensioner and beaded cables were used to complete the procedure.